Event description:
Boston scientific received information that this patient's device was being replaced for normal battery depletion. During the testing this lead was not sensing or pacing and was found to be dislodged. This lead was capped and abandoned and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.